Manufacturer narrative:
Inspected 1 random opened/used enlite sensor and perform continuity resistance test. Sensor failed per specifications.

Event description:
The customer reported via phone call that they had sensor reading discrepancies and the insulin pump went into threshold suspend. The customer stated that the sensor was reading 40, but blood glucose value was 122 and 142 mg/dl. The customer was advised about insertion and calibration best practices. The sensor will not be returned for analysis.